Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesives part in the intermittent catheter was not there on the catheter. Customer has samples available for investigation. It was noted that the lot #jujt0862.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications per waiver. Visual: received three (3) magic 3 intermittent catheters in closed packaging. Visual inspection noted 2-sided adhesive tape missing from packaging. Even though 2-sided adhesive tape is missing from packaging, per waiver, product meets specifications. Based on waiver product meet specifications. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the association with waiver. A labeling review is not required due to the association with waiver. Correction: a, d, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesives part in the intermittent catheter was not there on the catheter. Customer has samples available for investigation. It was noted that the lot#jujt0862.